Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One gold-tite® hexed uniscrew (unihg) was returned for investigation. Visual inspection of the as returned product identified signs of wear about the threads and drive feature. It was noted that the threads are stripped and no longer assemble in a mating implant drive feature. No pre-existing conditions were noted on the per. The reported product was part of a two point bridge over sites 11 and 13 (fd) and used for approximately 3 months prior to the first loosening event. Although the returned device would not engage with a mating component during functional testing. The device was returned after 3 loosening events and 2 retightenings which is considered off-label use and as such the returned device malfunction could not be verified. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the unihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product utilizing keyword(s) loosening. Therefore, based on the available information, device malfunction could not be verified, as the device was returned after 3 loosening events and 2 retightenings which is considered off-label use. Additionally, the reported event was non-verifiable based on inspection of the returned device and with the information provided.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that screw was loose in spite of torque. On (B)(6) 2020 there was the definitive fixing of the bridge 11-13. On (B)(6) 2020 patient came with loose bridge at tooth site 13 for the first time. After consulting with (B)(6) new screws were ordered. On (B)(6) 2021 bridge 11-13 was removed, abutment on position 11 was fix, position 13 could rotate, the original screw on position 13 was tightened again with torque (implant is ok). Bridge was then fixed again. On (B)(6) 2021 bridge 11-13 was loose again. Patient referred this to be a slow process. After consulting with (B)(6) again the screw should be changed. New screw was fixed with torque and bridge was cemented again.